Event description:
It was reported that the pt was at the hosp when the incident occurred. The pump was exchanged with another pump that the hosp had. There were no reported pt complications. The field svc report states the following: symptom: unit stopped pumping while on pt. Unit stopped pumping when ac was removed, unit never shut off. Findings/actions taken: the field svc rep was unable to duplicate the customer's complaint. Upon initial inspection, found nuts holding key pad to display head off. As a result, the key pad was reattached. Found the motor cable attached to the left side panel with clamp. The cable was reattached to the chassis. All bushings missing on both side panels. Installed bushing. Replaced worn display cable, replaced missing ac retaining clamp. The unit passed arrow field svc functional checkout. Results: equipment operational.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.